Event description:
Type 1 diabetes is difficult to manage as a parent. Lows are a daily (several times daily) occurrence in order to keep tight control and avoid long-term issues. Most of the time, my child is unaware that the blood sugar is low. She doesn't display any of the signs of being low either. She may just be sounding/ peacefully sleeping. We have used a continuous glucose monitoring device for the past 3 yrs. Life w/o it, I would live in fear. So to the FDA, these are our bullet proof vests. We recently started using the dexcom system. While it is a great product, it has a severe flaw. The point of having this system, for us, is to allow us to be warned when the blood sugar is low. Dexcom does alert user for lows however, if the system is unable to read the blood sugars a set of question marks appear on the screen - ???. The issue is, the system does not at any time alert you to the fact that it is not getting any readings. For example, my daughter was in the 200 mg/dl area and about 45 mins later, it alarmed she was low at 78 mg/dl. It should have alarmed at 100 (the limit I had it set too), but there was no data for 40 mins in which it was in a fanny pack on her and the "out of range" alarm never went off - I had it set to 20 mins. So, therefore the readings would have been ???'s. These question marks can appear at any time and can remain for hrs/days (what ever life of sensor is) and not alert the user. I would have no issue with this if it alarmed me because then I would be alert to the problems and with the tech dept on if it needs replacing or problem solving.